Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed damage to top, bottom and right plunger case. Review of the event history log showed occurences of "check clutch" and "force sensor bgnd test." Functional testing was unable to duplicate the reported issues. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had clutch issue, top case, force sensor bgnd test, bottom case, and power cord retainer. No patient injury reported.